Manufacturer narrative:
(B)(4). Corrected data: product code updated from cdh29 to cdh29a based on the additional information received. There was some miscommunication with the details of product complaint. I can confirm it was the cdh29a. Once they fired it only fired half a donut and therefore they had to finish the anastomosis manually using sutures.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a unknown procedure, ¿surgeon had a cdh29 gun that did not fire properly. It only gave half a doughnut.¿ additional information was provided that the procedure was completed by the surgeon continuing to fire until the rest of the staples were used, and there was no impact on the patient and the patient is currently doing well.